Event description:
During a valve-in-valve procedure with a 26mm sapien 3 ultra valve in the aortic position, the balloon rupture at the end of deployment. Resistance was felt when balloon was pulled into the esheath. The esheath and delivery system was retracted together. There was significant resistance met at the common femoral artery (cfa). The delivery system was pulled with force and sheared off from nose cone. An 8 x 40mm balloon was deployed in the right external iliac artery (reia) above the cfa for hemostasis while the team was preparing to open the vessel to retrieve nose cone and balloon. The groin was opened to retrieve distal balloon and nose cone.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was returned. A visual inspection was performed, and the following was observed: inflation balloon burst radially and separated from proximal shoulder, no missing balloon material, the distal tip was separated, and the spring stretched upon removal from the esheath. No functional testing was performed due to the nature of the complaint (balloon burst). A dimensional inspection was performed, and the inflation balloon single wall thickness was measured along the edges of the burst location and the measurements met specifications. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaints were confirmed by visual inspection of the returned device. No manufacturing non-conformances were identified during the evaluation. A review of the device history records (DHR), lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. As reported, "the balloon ruptured at the end of deployment." The balloon burst could be potentially from multiple factors (i.e., calcified annulus/leaflets, additional inflation volume etc.). While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, interaction with the existing valve can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Furthermore, per report the delivery system was prepped with 2cc added to the recommended nominal volume. The prescribed nominal inflation volume is provided in the IFU and device training manual. It is likely that the balloon burst once the balloon passed the target fill volume. This factor combination may have contributed to the balloon burst. The altered balloon profile of the burst balloon can be more susceptible to catch on the distal end of esheath tip, which would have then led to the difficulties retrieving the device. As a result, additional pull force and device manipulation could have been applied to overcome the withdrawal difficulty which then led to the distal tip separation. As such, available information suggests that (pre-existing valve) and/or procedural factors (over-inflation, withdrawal of burst balloon, device manipulation) may have contributed to the reported events. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no manufacturing non-conformances, labeling, training, or IFU deficiencies were identified, no corrective and preventative action nor product risk assessment (pra) is required at this time.